Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va1atk3, implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 21-sep-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they had their first device implanted in (B)(6) 2015, they didn't have much success, but in 2019 an ultrasound discovered that a line had shifted. They got a replacement in (B)(6) 2019. No further complications were reported or anticipated.